Event description:
A 3.5 mm diameter x 15 mm length nc sprinter rx dilatation balloon catheter was inserted in a pt for post-dilatation of another manufacturer's drug-eluting stent. Vessel morphology was reported to be non-tortuous with no calcification and 90% stenosis. It was reported that the balloon was inflated at the lesion site to 10 atm; it was successfully removed from the pt. The balloon was re-wrapped and then re-inserted and inflated a second time to 10 atm; it was removed from the pt after what seemed to be a longer deflation time. The balloon was then inserted a 3rd time and inflated to 10 atm; upon attempt to deflate it would not deflate. The delivery system was pulled back to the guide catheter tip and at that time it deflated. The balloon catheter was successfully removed from the pt. Another manufacturer's balloon catheter was successfully used to post-dilate the stent. Medtronic has received the device and its analysis is pending. The pt is reported to be stable and no additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results - device analysis pending. Evaluation conclusions: device analysis pending.